Event description:
During a coronary stenting drug eluting treatment procedure, embolization occured. The physician predilated with an unk size balloon. A filter was being used. When the physician was manipulating the catheter, the 3.50x16mm taxus express2 drug eluting stent came off balloon. The stent was caught by the filter. The stent was then expanded where it dislodged. The procedure was completed by predilating the lesion with a 3.0x12mm maverick balloon and crossing with a 4.0x20mm liberte. No pt complications occured. Pt status reported as "good".